Manufacturer narrative:
Exemption number e2019001. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right superficial femoral artery that was 95 % restenosed. A non-abbott guide wire (gw) was advanced to the lesion. Pre-dilatation was performed with a 5x20mm unspecified cutting balloon and a 5x20mm non-abbott balloon at 30 atmospheres. Then it was decided to change gw's to a command 18 gw. A 5.5x80mm supera self-expanding stent was advanced to the lesion and attempted to deploy by sliding the thumbslide, and thought the stent had fully deployed. Then the deployment lock was rotated to unlock the position and advance the thumbslide to the most distal position. Afterwards, the thumbslide was retracted to the starting position and rotated the deployment lock/system lock into locked position to remove the delivery system. The physician noted that resistance was felt during removal of the supera delivery system through the lumen of the non-abbott guiding sheath and that the catheter tip had broken off. Under fluoroscopy, it was noted that the supera stent was partly pulled into the lumen of the non-abbott guiding sheath and the separated tip was caught between the distal end of the guiding sheath and the proximal end of the supera stent implant. The shape of the stent was slightly extended. The tip, guiding sheath, and supera implant were able to be removed altogether as a single unit. The lesion was then treated with a drug-coated balloon and additional unspecified treatment to successfully complete the procedure. It was noted that the physician did not confirm full stent deployment via fluoroscopy. There was no adverse patient effects or clinically significant delay reported. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The supera instructions for use states that the recommended pre-dilatation diameter for a 5.5 mm stent is a balloon diameter greater than or equal to 5.5 mm. In this case, the vessel was not dilated enough for the 5.5mm supera stent preventing the stent from being able to fully expand to the diameter of 5.5 mm. This likely resulted in the stent being slightly extended and partially pulled into the lumen of the guiding sheath. Based on the case information and related record review, the reported difficulties appear to be user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.